Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, vaginal scarring, and urinary problems. It was reported that patient underwent removal of eroded mesh on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent diagnostic cystoscopy, urethroscopy, and mesh removal on (B)(6) 2012 due to erosion and incomplete bladder emptying. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a cervical fusion in 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, vaginal discharge, nocturia, urgency, urinary frequency, and dysuria.

Manufacturer narrative:
Date sent to FDA: 8/14/2017. Patient codes: (B)(4) urinary retention, (B)(4)burning. It was reported that following insertion the patient experienced urinary retention and burning.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.